Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The enclosures were damaged and split open. The wiring was all disconnected. A functional evaluation was performed. The device would not power up because of the disconnected wiring. The complaint was confirmed and the root cause has been associated with an open circuit. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the spider 2 tenet did not turn on. No case reported; therefore, there was no patient involvement.